Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. A number of struts on the 31st distal stent segment were raised and deformed. The remaining segments were intact. (B)(4).

Event description:
Physician was attempting to treat a lesion in the lad using resolute onyx drug eluting stent. The lesion exhibited 70 - 80% stenosis. It was reported that resistance was encountered when advancing device and it failed to cross the lesion. The device image was provided and was noted that the stent was displaced and a segment of the stent deformed. There was no injury to patient or clinical sequelae reported for this event. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review: cardiogram films returned from the account for review. The films returned from the account show high level stenosis in the lad and lcx vessels. There is evidence of the resolute onyx stent in the lad. From the images the stent appears to be slightly damaged. However the stent is positioned between the two marker bands of the delivery system with no evidence of displacement. The images also show evidence of post dilation of the vessel.